Manufacturer narrative:
Corrected field: d9, h3, h6 (sample came back) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the physical evaluation. The device was evaluated by olympus. There was a leak from the bending section cover area, the bending section cover had been removed. The insulation test was unable to be performed as the hold ring had been removed. The guide wire was broken. Deep dents and scratches were found on the control body. There were minor scratches on the insertion tube. The suction flow test was unable to be performed as the leak at the bending section area. Due to the sampling parts were removed and were missing upon the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. While commonly found on humans and in our routine environments, s. Lugdunensis is classified as a high concern organism due to its rapid ability to colonize catheters and main lines which lead to aggressive infections of the urinary tract and cardiac system. Klebsiella pneumoniae is a gram-negative rod bacterium which naturally resides in human intestines where they do not cause disease. While this species can also be found on human skin and in the oral cavity, they can cause disease when in contact with sterile tissue they do not normally colonize or should they be inhaled. It is known for many species within this genus to have gained antibiotic resistance. Staphylococcus epidermidis is a gram-positive bacterium, and part of the normal human skin microbiota, and less commonly the mucosal microbiota. Micrococcus luteus is a gram-positive, bacterium, classified as low concern organisms. It is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. No delays observed during end of ercp procedure and beginning of reprocessing. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 1 out of 12 sampling sites, recovering staphylococcus epidermidis and dermabacter vaginalis. The microorganism identified during destructive sampling did not match nor confirm the originally identified staphylococcus lugdunensis (hc-high concern) nor klebsiella pneumoniae (hc). Staphylococcus lugdunensis and klebsiella pneumoniae are both identified as hc organisms. Based on the sponsor¿s literature research, staphylococcus lugdunensis has so far not been described in literature as being associated to contamination or patient infection related to endoscopic retrograde cholangiopancreatography (ercp), but klebsiella pneumoniae has. It is possible that the observed contamination may be related to patient use. Due to klebsiella¿s notoriety and status as a common gastrointestinal (gi) commensal, there could have been patient contamination to the scope after reprocessing. The exact root cause could not be identified. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a steris 1e automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed. All personal protective equipment (ppe) was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. Facility technicians entered the sampling area. The facility technicians wore all designated ppe. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on may 11, 2023, to perform an observation of the reprocessing techniques. The ess noted for step twenty-five (25), the facility technician brushed the groove correctly except for brushing from back side into groove. The instructions for use (IFU) notes brushing from the lens side through the groove. This practice was corrected during observation to be utilized in following reprocessing events. For step eighty-five (85), during suction, the elevator was not moved as noted in the IFU. The ess was not aware of any changes to medivator scope buddy plus instructions for use or if process was changed with use of the unit. The facility used medivator scope buddy plus for channel flushing. The ess discussed process related to the steris 1e used to disinfect scopes. Based on the discussion, the efficacy for disinfectant is determined after the run, by observing a test strip placed in machine with the scope. The ess could only assume processes performed for loading and testing of steris 1e were followed correctly. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for two hundred and fifty-two (252) colony forming units (cfus). The following microorganisms were identified; staphylococcus epidermidis, staphylococcus lugdunensis, klebsiella pneumoniae, and micrococcus luteus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.